Manufacturer narrative:
Field service engineer (fse) troubleshoot the system and found when pressing the power button on the generator console, a relay in the generator would click and fans would come on, but when letting off the button, the system would turn back off. Fse replaced generator console and verified proper operation per sedecal service manual. Fse then completed the minor generator portion of the hydravision dr system checklist (B)(4), per hut service manual and returned the unit to service.

Event description:
On (B)(6) 2013, customer states via phone that during a cystoscopy procedure on a female pt of unknown age the hut system shut down and would not power back up. The physician finished the procedure visually. No reported injury.